Event description:
It was reported that suture placement was attempted in the heavily calcified right common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was 6f. Reportedly, cuff misses occurred with two proglide devices. There was also difficulty retracting the foot of both proglide devices because of the reported heavy calcification at the access site. The foot of each proglide device did completely retract prior to removing from the arteriotomy. The sutures of two additional proglide devices were used successfully using the preclose technique. The sheath was upsized to 18f and the tavi procedure was completed. Hemostasis was achieved using the two pre-placed sutures of the proglide devices. There were no reported adverse patient sequelae. No clinically siginificant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that heavy calcification was noted in the right common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other proglide device referenced in filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis, however, key components were not returned; therefore, the reported cuff miss could not be confirmed. Analysis of the returned device found that opening the lever the foot was deployed. Examining the foot found there were no needle tip strike marks and the foot was completely retracted into the guide via closing the lever; therefore, the reported difficulty retracting the foot was not confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.